Event description:
Sales rep reported the device was getting hot during testing. There was no associated procedure, no delays, no medical intervention, no patient involvement and no adverse consequences reported.